Event description:
Tech alleged that the brake is not holding. No pt impact.

Manufacturer narrative:
The tech found a cracked brake caster support. The tech replaced the brake caster support on the pt¿s right foot side of the bed to resolve the issue.